Manufacturer narrative:
The returned device was evaluated and no sources of internal fluid leakage were found in the pod during investigation. Pod download data indicated no hazard alarm generated, no pulse width increases and no signs of struggle in delivering insulin during operation. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. Shelf mode current of pcb assembly was measured to be higher than the specification limit. But it did not affect the battery power. Inspection of the device along with the download data suggested that the high shelf mode current did not affect the pod during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Patient reported observing fluid inside the device.